Event description:
The customer observed false reactive alinity I cmv igg result generated by the alinity I processing module for a patient. The sample was repeated, and nonreactive results were obtained. The following data was provided: sid (B)(6): initial result = 7.8 au/ml (reactive), repeat results = 1.2 au/ml (nonreactive) and 1.2 au/ml (nonreactive). Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65, abbott laboratories, irving, texas, USA to alinity I cmv igg, list 07p42, abbott ireland diagnostics division, sligo, ireland. MDR number 3008344661-2025-00083 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false reactive alinity I cmv igg result generated by the alinity I processing module for a patient. The sample was repeated, and nonreactive results were obtained. The following data was provided: sid (B)(6): initial result = 7.8 au/ml (reactive). Repeat results = 1.2 au/ml (nonreactive) and 1.2 au/ml (nonreactive). Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.